Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
Report received of device shutting off unexpectedly. The customer contact stated the patient was receiving continuous tpn at home and noted the device had shut off unexpectedly. The customer contact was unsure if the patient heard an audible alarm prior to the device shutting off. The patient reportedly contacted the home health service immediately and a nurse was sent out with a replacement device and tubing. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects. Though requested, no additional information was provided.